Manufacturer narrative:
(B)(4). Additional information: additional information was received from the nurse indicating that the patient did not have peritonitis in (B)(6) 2014. The patient was admitted to the hospital with complaints of abdominal pain but peritonitis was ruled out. Per the nurse, the abdominal pain was related to bowel issues and unrelated to any baxter products. The patient was switched to hemodialysis due to the abdominal issues. On an unknown date in (B)(6) 2014, the patient was readmitted to the hospital for abdominal pain and was diagnosed with an abdominal abscess. Peritonitis was ruled out. The pdrn stated the patient received medical intervention in (B)(6) 2014 but did not know what treatments were received. Per the nurse, the abdominal abscess was unrelated to any baxter products. On an unknown date in 2014, the patient resumed pd therapy. The patient was reported to have recovered from all reported events. Due to the additional information received, the homechoice automated pd set with cassette is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. Treatment information was not reported. The patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j11101 and h13i14064. There were no deviations found related to this reported condition during the manufacture of these lots. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(6). A batch review of potentially associated lot numbers, h13j11101 and h13i14064, involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(6).